Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "moderate wrinkling" and "asymmetry"; these are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified it to be underweight, an extended opening, and flat creases. A microscopic analysis was performed which identified one sharp opening with stress marks near the opening site, this condition was called surgical impact, and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as surgical impact. Also observed were creases (wrinkles) but they have no relationship with manufacturing.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "moderate wrinkling" and "asymmetry"; these are not device related. Device has been explanted.